Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The device power up properly after battery was installed. No unexpected low battery alarms found when downloading the insulin pump history. No replace battery now alarms noted. However, the loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the insulin pump was monitored and it functioned properly. The device was received with cracked keypad overlay at select button and minor scratches on the lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call, the batteries were not lasting on the insulin pump. Customer had changed the battery four times in one day. The customer uses new batteries and no alarms occurred on the insulin pump. Customer stated the customer's blood glucose was ok and did not provide a numerical value. Customer's father was advised the insulin pump needed to be replaced. The insulin pump was returned for analysis.